Event description:
An operator placed a cup of steris 20 sterilant concentrate into the system 1 processor. While inserting the aspirator probelm assembly into the cup of sterilant the aspirator tubing came loose squirting sterilant onto arms and face. The operator's face and eyes were flushed with water and operator was examined by a medical doctor.